Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and boot up. The receiver log was downloaded and reviewed, finding no errors. Global receiver functional test was performed and resulted in no failures related to the reported event. The vibration test was performed with dexcom global receiver communication tool and it passed. A manual sound drop test and try-it test were performed and passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event could not be confirmed. A root cause could not be determined.